Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was flushed well on the back table. Then it was inserted into faradrive sheath without fluids running and when the catheter was pulled back out to push fluids through, it could not irrigate. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the catheter was flushed well on the back table. Then it was inserted into faradrive sheath without fluids running and when the catheter was pulled back out to push fluids through, it could not irrigate. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation wasn't observed in any state. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. The reported irrigation difficulties were confirmed.